Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he received an infusion set blocked alarm. In troubleshooting blockage was found at the site. No further information was available.